Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a günther tulip vena cava filter approximately 2003. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant in 2003 due to blood clots. Patient alleges vena cava perforation. Patient further alleges to have experienced depression, anxiety and left side pain.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
Previous MDR 1820334-2018-03112 had been inadvertently sent under follow up 2. Therefore this follow up 1 MDR 1820334-2018-03112 has been submitted as a correction. H10: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation stating vena cava perforation, depression, anxiety and left side pain . Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. While the catalog and lot# are unknown the device was described as a birds nest filter. The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The instructions for use documents the contraindications, warnings and precautions for the bnf-40-pb gianturco-roehm bird's nest femoral vena cava filter. Potential adverse events include, but are not limited to: filter migration (may occur if proper anchoring techniques are not utilized): inferior vena cava thrombosis, perforation of vena cava wall, hematoma at puncture site. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The risk benefit analysis states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient". It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. We have notified appropriate personnel and will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.